Event description:
It was reported by service report that the brakes will not stay engaged. There was no pt involvement; however, the service report notes do not indicate if there were adverse consequences reported.

Manufacturer narrative:
Drive link assembly, brake cam.